Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral incisional and umbilical hernia repair surgery on (B)(6) 2012 and to pieces of mesh were implanted. It was reported the patient underwent repair surgery on (B)(6) 2013. It was reported the patient experienced significant mental and physical pain. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 1/31/2019. Additional narrative: it was reported that following the procedure the patient experienced abdominal pain, adhesions, diarrhea, nausea, and abnormal sweating.